Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for premature depltion. The device had been implanted 34 months, and had reached elective replacement indicator (eri) one month ago. It was successfully replaced with another guidant model.